Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. The patient¿s blood glucose level was 13.2 mmol/l at the time of the incident. The customer stated that the insulin pump was beeping and display screen was solid white. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
After battery installation, the lcd was flashing with a corresponding beep. There were both black and white areas on the screen. The device was unable to display text whatsoever. Per visual examination there were multiple cracks within the lcd display itself. Unable to perform displacement, or self tests due to the cracked lcd display.